Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that during a cardiac ablation procedure, approximately 80 pulse field ablations were delivered in a severely diseased right ventricle. Programmed stimulation was used to induce clinical tachycardia, which was successfully mapped for 60 seconds. Blood pressure monitoring during the procedure revealed a drop below acceptable levels, prompting two unsuccessful direct current (dc) cardioversion attempts. The patient subsequently experienced cardiac arrest, requiring immediate resuscitation and extracorporeal membrane oxygenation (ECMO) support. The procedure was aborted and the patient was under general anesthesia. The patient was transferred to the intensive care unit. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).